Event description:
It was reported that pump malfunction occurred after pump was exposed to high temperature. It was reported that the customer experienced an elevated blood glucose (bg) level of 515 mg/dl. Customer did not test for ketones. Customer received third party assistance from the fire department, which checked blood glucose and gave insulin, and customer also gave correction bolus through pump. Technical support provided instructions to reset pump, assisted with reset, confirmed malfunction did not recur, and advised customer to continue using pump and call back if malfunction returned, which customer acknowledged and understood.